Manufacturer narrative:
Follow-up #1: date of submission 01/23/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/10/2014 with the following findings: the keypad was torn and all of the buttons responded intermittently. Contamination was found under all of the button contacts when the keypad was removed. Unrelated to the original complaint, the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the keypad buttons were hyper responsive. The reporter stated that bottom of the keypad had a tear from okay button to down arrow button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.